Event description:
It was reported that the leads migrated and was already poking out. The patient was advised to seek immediate medical attention. No further information could be obtained despite good faith efforts.